Manufacturer narrative:
(B)(4). On may 22, 2017, it was reported that the device had small air leak. The device was sent to medicrea for repair. Initial qa inspection of the zimmer air dermatome , serial (B)(4) on june 3, 2017, revealed that the entry calibration was failed, lever and reciprocating are used, there was a little leak with the hose. The customer proposed to change the lever, the reciprocating, the hardware motor kit and all usual wearing parts, a calibration and tests. A request to replace the hose by a new one ref: (B)(4) air dermatome ii hose: UK ma-7 schrader, 3 m was done. The device was tested per calibration procedure. -medicrea has repaired/evaluated zimmer air dermatome serial (B)(4) one time as documented in the repair reports in v-doc portal. The current repair was on june 6, 2017 where it was reported that they have changed the lever, the reciprocating, the hardware motor kit and all usual wearing parts. Calibration and tests were performed. It was repaired, inspected and tested. Medicrea has not previously repaired/evaluated zimmer air dermatome serial (B)(4) as documented in the repair reports in v-doc portal services. For the parts which were repaired and replaced, the device history record (DHR) was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated. The reported event was confirmed since during initial inspection the technician could replicate the reported event. While the returned product inspection confirmed that the zimmer air dermatome device had small air leak, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially.

Event description:
It was reported that the device had small air leak.

Event description:
No new information received.

Manufacturer narrative:
This follow up report is being submitted to report additional information. The following sections were updated. On may 22, 2017, it was reported that the device had a small leak. On november 8, 2018, it was clarified that the reported event in vdoc states that the device was sent into medicrea just stating the device needed repaired. The small leak air leak information came from the product review information. The customer returned an air dermatome device, serial number: (B)(6), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number: (B)(6) five times as documented in the repair reports in livelink. The last repair was october 9, 2015 where it was reported that the device required service and calibration and the ball detent, thickness control lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly and o-ring were replaced. This is not a related issue. Product review of the air dermatome by medicrea on june 2, 2017 revealed that the calibration was out of specification at only the zero setting. The lever and reciprocating arm were damaged. There was a small leak with the hose. Repair of the air dermatome was performed by medicrea on june 6, 2017 which included replacement of the ball bearings, o-rings, spring seal, semi-circle bearings, vespel sleeve bearings, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, seal screw, poppet, reciprocating arm, aluminum lever and ball plunger. Air dermatome, serial number: (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The reported event 'the device needed repair' was confirmed since during product review there was an air leak in the hose. It was also noted that the lever and reciprocating arm were damaged. The cause of the device needing repaired was due to the air leak and damaged components. The root cause of the device needing repaired could not be determined with the provided information since it is unknown how the device and hose became damaged. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number: (B)(6), was repaired, tested and returned to the customer.